Event description:
Rep reported that the surgeon is very much accustomed to using codman product, however, when he used the product he explained the teeth were so sharp that they perforated the artery. The patient was fine, however, the surgery was prolonged.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.